Event description:
The customer reported via phone call that they were dispatched to emergency medical services on (B)(6) 2022 due to diabetic ketoacidosis and high blood glucose. Customer's blood glucose was 394 mg/dl and the current blood glucose was 249 mg/dl. Customer treated high blood glucose with intravenous insulin drip and bolus. Customer stated symptoms related to high blood glucose that was nausea. It was unknown if the auto mode feature was active or not at the time of incident. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.